Event description:
It was reported that the patient presented to the emergency department with an ¿abnormal lab value¿ and shortness of breath. The right atrial (ra) lead exhibited intermittent undersensing and the right ventricular (rv) lead exhibited occasional t-wave oversensing (twos). The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.